Event description:
The surgeon performed a partial knee arthroplasty procedure on (B)(6) 2014 using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the first tibial bone pin was difficult to insert due to the patient's hard bone. The second tibial bone pin was inserted without issue. During the pin removal phase of the surgery, the second bone pin was found to be broken and remained in the patient's tibia. An intra-operative x-ray showed that the tip and the shaft of the bone pin had broken off in the patient's tibia.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed when additional information is obtained.